Event description:
It was reported "camera keeps failing (previously mostly error ¿white balance not possible¿). The issue occurred during a functional check prior to the procedure. The device was not used. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported , "camera keeps failing (previously, mostly error ¿white balance not possible¿). The issue occurred, during a functional check, prior to the procedure. The device was not used. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the following led to the malfunction: the most probable cause of the complaint was traced to component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.